Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional surgery to remove the perfix plug which failed"; however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, (B)(4), lot number husk0896 was implanted to repair the hernia defect. (B)(6) 2009: the patient underwent an additional surgery to remove the perfix plug which allegedly failed. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number husk0896 was implanted to repair the hernia defect. (B)(6) 2009: the patient underwent an additional surgery to remove the perfix plug which allegedly failed. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Per additional information provided: (B)(6) 2009 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿a large indirect inguinal hernia was identified and omentum was reduced up within the hernia sac, then a perfix plug was used to occlude the defect and secured by using tackers and sutures.¿ (B)(6) 2009 - patient was diagnosed with inflammation thereby underwent laparoscopic repair with partial removal of perfix plug. Per operative notes, ¿multiple adhesions and a piece of perfix plug was identified. This appeared to be inflamed and the perfix plug was partially excised.¿ (B)(6) 2018 - patient had abdominal pain. Attorney alleges that the patient had adhesions, infection, nerve damage, numbness, need for trigger point injections due to pain and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional surgery to remove the perfix plug which failed"; however, the patient's attorney did not allege a specific device failure and no medical records have been provided. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of perfix plug, patient was diagnosed with inflammation, adhesions and abdominal pain thereby underwent partial removal of mesh. The instructions-for-use supplied with the device lists adhesion and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.